Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6) - the dentist reported that, after three dental implants were installed in patient¿s mouth, their non-osseointegration was observed. No further information was provided.